Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeon´s responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: the motiva flora® tissue expander must be filled via an integrated port, which is found via an external motiva flora® port locator through the rfid signal emitted by the air wound coil placed inside the needle stop. The air wound coil is intended to interact with the port locator to identify the location of the injection port motiva flora® tissue expander contains an rfid transponder that provides an electronic serial number (esn) that is unique to each device, so it can be matched to a database of internal records for traceability. The use of an rfid signal to identify the center of the injection port is an innovative technology not available in other tissue expanders on the market. Malfunction of the expander in the early postoperative period is rare. Proper placement of the expander and confirmation of port patency after skin closure during the operative procedure should be sufficient to avoid need for any revision surgery. A motiva flora® port locator is required to locate the injection site. It is an external reusable device that uses rfid technology which is compatible only with the motiva flora® tissue expander. While the injection site can be generally identified by palpation, to avoid breast tissue expander perforation always verify and confirm its location using the motiva flora® port locator before each filling.

Event description:
Japan. It was reported that on (B)(6) 2023, 80 cc of fluid were initially injected during surgery. After discharge, a second injection attempt was made on (B)(6) in the outpatient clinic; however, the port locator did not respond. Subsequent attempts also failed to detect the port locator, and all further injections had to be performed under ultrasound guidance. A total of four injections were administered. On (B)(6) 2025, the tissue expander was replaced without complications with a motiva breast implant. No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
General conclusion device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was classified as an event confirmed. Technical investigation summary laboratory testing laboratory evaluation was conducted in accordance with wi-001048 "pms laboratory testing units." Key findings include: visual inspection: macroscopic examination of the returned device revealed clear evidence of structural defects, as the flora port was not found. Upon thorough inspection and testing, the device was found not to be in proper working condition and exhibited faults or defects. As the unit does not function as intended, the reported issue has been confirmed. Dfu and labeling evaluation injection port location ¿ place the breast tissue expander flat and correctly oriented in the pocket. The needle stop injection site should be situated anteriorly, adjacent to the skin surface. Do not use lubricants, which create the risk of pocket contamination. Lubricants may also affect tissue adherence. A motiva flora® port locator is required to locate the injection site. It is an external reusable device that uses rfid technology which is compatible only with the motiva flora® smoothsilk® tissue expander. While the injection site can be generally identified by palpation, to avoid breast tissue expander perforation, always verify and confirm its location using the motiva flora® port locator before each filling. The motiva flora® port locator quick reference guide is included inside the device's box as a quick instructions reference guide to avoid errors during its use. Keep it handy for future reference. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Device history record (DHR) review a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.